Event description:
It was reported that following an unrelated procedure, the atrial lead had become dislodged. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.